Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of two reloads. Visual inspection of the cartridge revealed that each reload was partially fired to the 4 cm cut line. Additionally, the reload 2 had damage to the cutting edge of the knife blade noted during microscopic inspection. Each reload was loaded into a post market vigilance instrument for functional testing. The reload 1 anvil could not be closed completely on the initial clamping stroke as a result of the deformed anvil clamping mechanism. Each reload was applied to test media with proper transection and staple formation. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates this device lot number was released meeting all specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, during a vats lobectomy, the surgeon used a manual handle with a reload. The operating team described that the trigger of the handle felt very stiff. The staple line was incomplete and tissue was resected and re-stapled using another device. No other adverse events were reported.